Manufacturer narrative:
During investigations, images from the analyzer's sample foam detection camera were reviewed and it was found that the affected sample had a small fibrin clot near the center of the sample during the first aspiration. Other images showed many samples with fibrin and clots. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
Medwatch field d4. Has been updated.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received (B)(6) results for one patient sample tested with elecsys (B)(6) on a cobas 8000 e 801 module. No (B)(6) results were reported outside of the laboratory. The sample initially resulted in a (B)(6) value of (B)(6). The customer was alerted that the patient already had a (B)(6). The sample was repeated, resulting in a value of (B)(6). The sample was repeated on (B)(6) 2021, resulting in a value of (B)(6). The sample was also repeated on a second analyzer on (B)(6) 2021, resulting in a value of (B)(6). The sample was repeated using a (B)(6) test on an abbott alinity s system, resulting in a value of (B)(6). The (B)(6) reagent lot number was 51669501, with an expiration date of 31-dec-2021.